Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the computed tomography (CT) showed a large annulus and few calcifications, therefore no pre-dilation was performed. Fluoroscopic loading check showed a well-loaded valve with no crown overlap. During the first deployment attempt, at the last point of recapture the valve suddenly dislodged. The valve was recaptured. During the second deployment attempt, a complete infold was observed and the valve was recaptured. As the patient had some arrythmia, it was decided to try a partial deployment of the valve in the ascending aorta to relieve the infolding before going back to the annulus. However, this was unsuccessful. The valve did not open correctly even in the ascending aorta with sufficient space for the valve. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were loaded by the same loader, and used successfully for implant with no complications. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop34 (lot: 0012210736); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file of the valve load inspection was provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a large annulus and minimal calcification. Fluoroscopic valve load inspection was provided for review and confirmed a successful load. It was reported that the valve dislodged just prior to the point of no recapture, and an infold occurred after one recapture and subsequent deployment attempt. Images of the dislodge and infold were not provided for review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the deployment began at the mid-pigtail catheter. The valve dislodged aortic into the ascending aorta, and according to the physician, the patient's left ventricular outflow tract (lvot) was narrower than the annulus, which contributed to the dislodgement. Prior to the dislodgement, the valve was at a depth of 1 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). A safari s guidewire was used during this implant. The patient also had few calcifications, but one that "might have induced the infold". A procedural delay of a few minutes occurred to load the replacement valve. It was noted that the arrhythmia occurred with the safari guidewire. Extra systoles with lack of pacing for the first deployment was the cause. The second valve was implanted at 5mm depth with perfect hemodynamics. The arrhythmia resolved and the patient recovered at the end of the implant procedure.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.